Event description:
The pt called to report that they woke up and felt ill. Pt used the suspect device to check their blood glucose and obtained a result of 202mg/dl. Pt then called 911. Emergency medical technician arrived and used the suspect device again and the result was 155mg/dl. The emergency medical technician then used their own meter and their blood glucose was 29mg/dl. Pt was then treated with a glucose IV. Level 1 glucose control was used on the system and the control value was in range. The suspect device was replaced with new product and authorized for return to the MFR for eval.